Event description:
A cook instinct endoscope hemoclip was used during a colonoscopy in the cecum. The clip had trouble opening after several attempts. The user moved the handle in an attempt to open the clip and held the handle position to allow the distal end of the device enough time to respond and open the clip, but the clip would not open. Another clip was used to successfully finish the procedure. Our lab eval of the returned device confirmed the drive wire disconnected from the handle assembly. A section of the device did not remain inside the pt's body. The pt did not require additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was not bowed as an indication of proper torque of the securing component. The securing component was removed and was verified to be within the appropriate mfg specifications. Using a hemostat to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was verified to be within the appropriate mfg specifications. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. A review of the device history record could not be conducted because the lot number for this product was not provided. Investigation conclusions: resistance after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to additional resistance at the handle which can cause the drive wire to detach from the handle spool. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.